Event description:
Prior to pt support, the console went into system failure. A back-up console was used with no problems. The console was examined but field service was unable to reproduce the problem.